Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered a problem with two infusion sets, both experiencing kinked cannulas. These issues arose within 3 hours following insertion. The infusion sets were placed in the upper buttocks area. The patient's blood glucose levels were reported to be elevated. To address the high blood glucose, instead of using the problematic infusion sets, the patient opted to administer a correction dose using multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.